Event description:
The pt was implanted with a left ventricular assist device. The pt was being supported by the top module of the dual drive console. During transport from the operating room to the intensive care unit, it was observed that the bottom module used as a backup turned off when it was unplugged. The pt received a loaner dual drive console while his dual drive console was repaired and no further issues were reported.

Manufacturer narrative:
Eval performed by the medical equipment repair associate's service tech revealed the 6 volt fuse on the bottom module was not properly seated in the receptacle, resulting in an open circuit. Reseating the fuse resolved the issue. A review of device history records showed no deviations from mfg or qa specs. No further info is available. The MFR is closing its file on this event.